Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. Reported event: the reported device is a rio robotic arm, catalog: 203999, serial number (B)(4). The failing part number is a jevin cable guide, catalog 201946. Method & results: device evaluation and results: per gsp 124365, the j3 binding was caused by a bent jevin bracket (p/n 201946). Device history review: review of the device history records indicate the rio was manufactured and accepted into final stock on (B)(6) 2014 with no reported discrepancies. Complaint history review: the catsweb and trackwise complaint databases were reviewed from 2011 to january 2016 for similar reported events regarding the catching of j3. There have been 15 other complaints, including 3 related ones associated with (B)(4) ((B)(4)). Conclusions: the failure mode was confirmed and attributed to a bent jevin bracket (201946). Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the surgery, it was noted that the robot bracket was bent. Troubleshooting activities were performed by engineering and the case was converted to manual.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the surgery, it was noted that the robot bracket was bent. Troubleshooting activities were performed by engineering and the case was converted to manual.